Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("that the coils had broken into pieces as he tried to get them out") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 38-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, migraine, headache and psychological disorder nos. Concomitant products included fluoxetine hydrochloride (prozac), lorazepam (ativan) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurry vision") and weight increased ("weight gain"). On (B)(6) 2010, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced urinary tract infection ("numerous urinary tract infections"), dizziness ("dizzy/light headed") and asthenia ("weak"). In 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("reflux,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal change"), feeling abnormal ("foggy brain"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy"), depression ("depression"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with omeprazole (prilosec), surgery (bilateral salpingectomy, total hysterectomy, uterus and cervix removed), surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack, depression, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, nausea, panic attack, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: non-patency of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Reporter's information and lot number was added. Events added: abdominal pain, lower back pain. Outcome of events bleeding, uti and gi issues were updated from unknown to recovered/ resolved. Concomitant drugs, treatment drug and concomitant diseases were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("that the coils had broken into pieces as he tried to get them out") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 38-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, migraine, headache, psychological disorder nos, urinary frequency, blood in urine, epigastric pain (right upper quadrant pain which is sharp and she feels radiates up to her lower ribs), appetite disorder, cholelithiasis, weight loss, diarrhea, kidney stone, hematuria, menses irregular (sometimes light, sometimes heavy, likely secondary to oligoovulation), shortness of breath, anorexia, chest heaviness, abdominal discomfort, photophobia, numbness and emesis. Concomitant products included fluoxetine hydrochloride (prozac), lorazepam (ativan), paracetamol (tylenol regular) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vision blurred ("blurry vision") and weight increased ("weight gain"). On (B)(6) 2010, 2 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced urinary tract infection ("numerous urinary tract infections"), dizziness ("dizzy/light headed") and asthenia ("weak"). In 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("reflux,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal change"), feeling abnormal ("foggy brain"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy"), depression ("depression"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with omeprazole (prilosec), surgery (bilateral salpingectomy, total hysterectomy, uterus and cervix removed), surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack, depression, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, nausea, panic attack, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: non-patency of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild ge reflux, nausea, headache, abdominal pain, back pain, urinary tract infection, lightheadedness, anxiety, blurry vision, memory issues, nickel allergy, migraines, diarrehea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. On 31-oct-2018: medical records received. Reporter information updated. Date of removal changed and updated. Other relevant history updated. Products updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("that the coils had broken into pieces as he tried to get them out") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("reflux,"), alopecia ("hair loss"), hormone level abnormal ("hormonal change"), urinary tract infection ("numerous urinary tract infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizzy/light headed"), feeling abnormal ("foggy brain"), memory impairment ("forgetfulness"), asthenia ("weak"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), weight increased ("weight gain"), anxiety ("anxiety"), panic attack ("panic attacks") and depression ("depression"). The patient was treated with surgery (surgical removal of coil), surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, asthenia, bladder disorder, device breakage, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, nausea, panic attack, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: non-patency of both fallopian tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:the event abnormal bleeding (vaginal, menorrhagia), bladder changes,urinary problems ,dysmenorrhea (cramping), fatigue, reflux, hair loss, hormonal changes, numerous urinary tract infections,pelvic inflammatory disease, migraines,headaches, nausea, dizzy, brain fog, forgetfulness, weak,nickel allergy, pain, anxiety, panic attacks, depression, blurry vision, weight gain,device breakage added.reporter,concurrent condition,lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('that the coils had broken into pieces as he tried to get them out') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, migraine, headache, psychological disorder nos, urinary frequency, blood in urine, epigastric pain (right upper quadrant pain which is sharp and she feels radiates up to her lower ribs), appetite disorder, cholelithiasis, weight loss, diarrhea, kidney stone, hematuria, menses irregular (sometimes light, sometimes heavy, likely secondary to oligoovulation), shortness of breath, anorexia, chest heaviness, abdominal discomfort, photophobia, numbness and emesis. Concomitant products included fluoxetine hydrochloride (prozac), lorazepam (ativan), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In may 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced urinary tract infection ("numerous urinary tract infections"), dizziness ("dizzy/light headed") and asthenia ("weak"). In 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("reflux,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), feeling abnormal ("foggy brain/ weird feeling in head"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling hot ("feeling hot"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspnoea ("trouble breathing") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal change") and weight decreased ("lost 50lbs"). The patient was treated with omeprazole (prilosec) and surgery (bilateral salpingectomy, total hysterectomy, uterus and cervix removed and surgical removal of coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack, depression, abdominal pain, back pain, feeling hot, hypoaesthesia, paraesthesia, dyspnoea, weight decreased and abdominal pain upper outcome was unknown and the vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, headache, hormone level abnormal, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: non-patency of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild ge reflux, nausea, headache, abdominal pain, back pain, urinary tract infection, lightheadedness, anxiety, blurry vision, memory issues, nickel allergy, migraines, diarrehea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: content from social media received. Events feeling hot, numbness, tingling, trouble breathing, lost 50lbs and stomach pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("that the coils had broken into pieces as he tried to get them out") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("reflux,"), alopecia ("hair loss"), hormone level abnormal ("hormonal change"), urinary tract infection ("numerous urinary tract infections"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dizziness ("dizzy/light headed"), feeling abnormal ("foggy brain"), memory impairment ("forgetfulness"), asthenia ("weak"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), weight increased ("weight gain"), anxiety ("anxiety"), panic attack ("panic attacks") and depression ("depression"). The patient was treated with surgery (surgical removal of coil), surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack and depression outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, asthenia, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, memory impairment, menorrhagia, migraine, nausea, panic attack, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on 3-feb-2010: non-patency of both fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('that the coils had broken into pieces as he tried to get them out') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, migraine, headache, psychological disorder nos, urinary frequency, blood in urine, epigastric pain (right upper quadrant pain which is sharp and she feels radiates up to her lower ribs), appetite disorder, cholelithiasis, weight loss, diarrhea, kidney stone, hematuria, menses irregular (sometimes light, sometimes heavy, likely secondary to oligoovulation), shortness of breath, anorexia, chest heaviness, abdominal discomfort, photophobia, numbness and emesis. Concomitant products included fluoxetine hydrochloride (prozac), lorazepam (ativan), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2010, the patient experienced urinary tract infection ("numerous urinary tract infections"), dizziness ("dizzy/light headed") and asthenia ("weak"). In 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("reflux,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), feeling abnormal ("foggy brain/ weird feeling in head"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling hot ("feeling hot"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspnoea ("trouble breathing") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal change") and weight decreased ("lost 50lbs"). The patient was treated with omeprazole (prilosec) and surgery (bilateral salpingectomy, total hysterectomy, uterus and cervix removed and surgical removal of coil). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack, depression, abdominal pain, back pain, feeling hot, hypoaesthesia, paraesthesia, dyspnoea, weight decreased and abdominal pain upper outcome was unknown and the vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, headache, hormone level abnormal, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: non-patency of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild ge reflux, nausea, headache, abdominal pain, back pain, urinary tract infection, lightheadedness, anxiety, blurry vision, memory issues, nickel allergy, migraines, diarrehea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: content from social media received. Events feeling hot, numbness, tingling, trouble breathing, lost 50lbs and stomach pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('that the coils had broken into pieces as he tried to get them out') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, migraine, headache, psychological disorder nos, urinary frequency, blood in urine, epigastric pain (right upper quadrant pain which is sharp and she feels radiates up to her lower ribs), appetite disorder, cholelithiasis, weight loss, diarrhea, kidney stone, hematuria, menses irregular (sometimes light, sometimes heavy, likely secondary to oligoovulation), shortness of breath, anorexia, chest heaviness, abdominal discomfort, photophobia, numbness and emesis. Concomitant products included fluoxetine hydrochloride (prozac), lorazepam (ativan), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 25 days after insertion of essure. In (B)(6)2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6)2010, the patient experienced urinary tract infection ("numerous urinary tract infections"), dizziness ("dizzy/light headed") and asthenia ("weak"). In 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6)2011, the patient experienced gastrooesophageal reflux disease ("reflux,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), feeling abnormal ("foggy brain/ weird feeling in head"), memory impairment ("forgetfulness"), allergy to metals ("nickel allergy"), depression ("depression"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling hot ("feeling hot"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), dyspnoea ("trouble breathing") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal change") and weight decreased ("lost 50lbs"). The patient was treated with omeprazole (prilosec) and surgery (bilateral salpingectomy, total hysterectomy, uterus and cervix removed and surgical removal of coil). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, device breakage, pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, dizziness, feeling abnormal, memory impairment, asthenia, allergy to metals, vision blurred, weight increased, anxiety, panic attack, depression, abdominal pain, back pain, feeling hot, hypoaesthesia, paraesthesia, dyspnoea, weight decreased and abdominal pain upper outcome was unknown and the vaginal haemorrhage, menorrhagia, gastrooesophageal reflux disease and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, device breakage, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, feeling hot, gastrooesophageal reflux disease, headache, hormone level abnormal, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: non-patency of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mild ge reflux, nausea, headache, abdominal pain, back pain, urinary tract infection, lightheadedness, anxiety, blurry vision, memory issues, nickel allergy, migraines, diarrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) -2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.